Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving retrieval of an inferior vena cava filter, the hub of a beacon tip torcon nb advantage angiographic catheter separated. Access was obtained in the jugular vein. A cook 16-french sheath and clover snare were also used during the procedure, as well as another manufacturer¿s wire guide. The hook of the unknown filter was reportedly embedded in the caval wall. The catheter was advanced to the external iliac vein. Resistance was not encountered during insertion or removal of the catheter. After a ¿hangman¿s¿ loop was placed, the user reportedly ran the catheter as they had the ¿hangman¿s¿ loop and threaded the catheter back on it, at which point the hub separated from the catheter. A power injector was not used, and the fitting was not washed or wiped down with any solutions. Per the reporter, it is believed that the catheter ¿was put under too much additional stress for which the product was not typically used for.¿ the procedure was completed, and everything was removed from the patient, with no additional issues. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized and did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot or subassembly lots. A review of complaint history found no additional relevant complaints for this lot number. Cook also reviewed the product labeling, including the instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and the complaint file, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an adverse event related to the procedure has contributed to the failure in this incident. Per the reporter, it is believed that the catheter ¿was put under too much additional stress for which the product was not typically used for.". The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving retrieval of an inferior vena cava filter, the hub of a beacon tip torcon nb advantage angiographic catheter separated. Access was obtained in the jugular vein. A cook 16-french sheath and clover snare were also used during the procedure, as well as another manufacturer¿s wire guide. The hook of the unknown filter was reportedly embedded in the caval wall. The catheter was advanced to the external iliac vein. Resistance was not encountered during insertion or removal of the catheter. After a ¿hangman¿s¿ loop was placed, the user reportedly ran the catheter as they had the ¿hangman¿s¿ loop and threaded the catheter back on it, at which point the hub separated from the catheter. A power injector was not used, and the fitting was not washed or wiped down with any solutions. Per the reporter, it is believed that the catheter ¿was put under too much additional stress for which the product was not typically used for.¿ the procedure was completed, and everything was removed from the patient, with no additional issues. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized and did not require any additional procedures or experience any adverse effects due to this event.